Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: (B)(4). Model: sc-8416-50. Serial: (B)(4). Batch: 7073331.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming sessions done. No device malfunction suspected. The patient underwent an explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.